Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse went on site to troubleshoot the system due to reports of problems with instrument exchange on universal surgical manipulator (usm2). The fse checked the error logs and found no issue with usm2 instrument exchange. Fse attempted to recreate the problem, but after several restarts and test driving, was unable to reproduce the issue. The system was verified and test driven with no errors found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that universal surgical manipulator (usm2) had been acting strange. The customer was doing an instrument exchange and putting a new instrument on the usm, and it would not register the new instrument, and this has happened multiple times today. The customer stated that they have had to do the instrument exchange again to get it to work. The customer stated that they were operating with usm2 and it self-released the instrument by itself and the instrument almost came out of the port. Tse viewed system logs and didn't see any related errors pointing to usm2. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The customer thinks it was a mega suturecut needle driver instrument. Yes, it was uncontrolled motion. The drape was checked, and the instrument was re-inserted. The procedure was robotically completed. No patient injury or harm.